Event description:
Patient did not receive intended dose of anesthesia secondary to leakage of piv. This resulted in unintended intraprocedural awareness. No testing performed. Patient emerged from anesthesia anxious and was able to recall specific details during the procedure. IV assessed and noted to be leaking - towel underneath IV noted to be wet/soaked.